Event description:
It was reported that initial operation was performed with ann nail. The proximal screws backed out approximately 2 weeks postoperatively. The reduction was lost 4 weeks postoperatively. The cause was that the patient had dementia and was unable to adhere to the post-treatment restrictions. The surgeon keep an eye on the patient condition as well as no revision will be planned so far. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Ann ph nail lt 9x160mm item# 47249616109 lot# 3240560. Ann blunt tip screw 4x38mm item# 47248603840 lot# 3237433. Ann blunt tip screw 4x40mm item# 47248604040 lot# 3231475. Blunt tip screw, 4x42mm item# 47248604240 lot# 3238860. Cortical bone screw, 4x22mm item# 47248612240 lot# 3240160. Cortical bone screw, 4x26mm item# 47248612640 lot# 3242889. Proximal humerus nail cap, 0mm item# 47248801000 lot# 3242939. G2. Report source: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h10, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; a product evaluation could not be performed. Medical records were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.